Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump has a torn membrane that covers the downstream occlusion sensor. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
H2) correction: e1 last name corrected. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a torn downstream occlusion (dso) seal. The cause of the customer reported problem was the dso sensor assembly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor assembly and noisy and loose latch lock. The pump passed all functional tests and performed as intended after repair.